Event description:
The manufacturer received information alleging a ventilator's lcd screen was cracked and unable to be read. There was no harm or injury reported. The customer is currently still using the device. The ventilator's lcd screen needs to be replaced to address the issue. Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.